Manufacturer narrative:
Follow-up # 1 ¿ (02/05/2015). The patient¿s meter has been returned on 1/9/2015 and evaluated by lifescan product analysis on 1/22/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ ((B)(6) 2015). The patient¿s test strips have been returned on 2/11/2015 and evaluated by lifescan product analysis on 3/3/2015 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Correction 09/08/2015 - the narrative field in the initial 3500a report should read as follows: on (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) canada, alleging that his onetouch verio iq meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2014, between 7:00am and 8:00am. The patient reported obtaining a blood glucose reading of ¿9.5 mmol/l¿ with the subject meter. The patient stated that he manages his diabetes with oral medication, diet and exercise. In response to the elevated reading, the patient reported taking 2 pills of metformin 100mg after his breakfast instead of his regular 1 pill. The patient reported developing a ¿headache¿ two hours after obtaining the alleged inaccurate result. In response to his symptom, the patient claimed he treated himself with food. The patient claimed that on (B)(6) 2014 at 9:31am, a blood glucose test was performed on another device (accu-chek) and a reading of "7.1 mmol/l¿ was obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient¿s reported symptom does not meet lfs¿ criteria of severe hypoglycemia. However, this complaint is being reported as a malfunction because the patient reportedly took action based on the alleged inaccurate high result and the alleged symptom and treatment did not correlate with the reported lfs meter result.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) , alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.